Event description:
It was further reported that there was no performance issue with the lead. The issue occurred during slitting.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. Analysis indicated the shaft of the delivery catheter was spiral slit. The mechanical operation of the catheter shaft was bent. The slitting was not slit on the center of hub of the delivery catheter. Visual analysis of the catheter indicated damage during use. The analyst noted the catheter was received with the lead lff995140v still inserted in it. The spiral slit was observed and that caused the deflection wire to being exposed visible at 31.2 cm from the hub. Slitting showed incomplete at 38 cm from the hub. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the delivery catheter kinked and damaged the lead. It was noted post slitting that the lead was damaged. The lead was attempted not used. No patient complications have been reported as a result of this event.